Event description:
The customer reported that the system displayed a communication failure. This error is likely to cause the system to lock up or fail to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Per the case record the reported issue could not be duplicated. The system was tested and found to be working as intended. No add'l service info was provided.